Manufacturer narrative:
As reported 4 weeks post-op the patient had a stroke, and per the surgeon it is possible this caused the erosion into the esophagus as the sutures did not hold. However, based on the information provided no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's post operative course. The adverse reactions section of the instructions-for-use supplied with the device states, "possible complications in hiatal hernia repair may include esophageal erosion.¿ a review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in august 2023. Note, the date of event is considered to be a best estimate as 03-may-2024 based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a hiatal hernia repair with fundoplication on (B)(6) 2024 the patient was implanted with phasix st mesh. As reported the surgeon ¿thinks it¿s possible the patient may have an erosion due to the fact that the patient had a stroke 4-weeks post-op.¿ as reported the sutures didn¿t hold, and he believes ¿part of the suture and mesh may have eroded into the esophagus.¿ per the surgeon, no additional surgery is going to be performed at this time. The patient is stable and will be discharged.